Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported the procedure was to treat three lesions in the rcs. Predilatation was performed on all three lesions at which time a dissection occurred. The 2.75 x 15 mm vision stent was advanced to treat the first lesion; however, during deployment of the stent the balloon ruptured at 8 atm, leaving the stent under-deployed and worsening the dissection. A new 2.75 x 28 mm vision stent was advanced to treat the dissection, but it would not pass through the first stent. The 2.75 x 15 vision stent was post dilated, and the 2.75 x 28 mm vision stent was re-advanced and deployed distally, resolving the dissection. During the procedure the patient's heart rate dropped, but quickly recovered when the coronary was re-opened with good blood flow. Another company's stent was used to treat the mid-lesion and a 3.0 x 12 vision was used to treat the proximal lesion. No additional event or patient information is available.